Event description:
Information was received via an internet blog posting ((B)(6)). It was reported that an arteriotomy closure of an unspecified vessel was achieved using a starclose device after a renal angiogram. Reportedly, the patient did not know the starclose would be used until after it was done. The patient stated: "my vascular doctor used a starclose device during my renal artery angiogram. He never talked to me about it or asked if I was sensitive to nickel which I am. I broke out in an itchy rash the next day and was put on 10 days of prednisone and diphenhydramine. He told me there was nothing else that could be done because the artery closes over the device. I have suffered for 2 years now from constant pain, itching and numbness at the site. As a rn I am furious I was not informed about this before it was implanted. I worry about the integrity about the arterial wall. Also, I needed an MRI of my spine and 2 radiologists refused because even though abbott says star is MRI safe they say there are too many restrictions and potential dangers. The MRI tech said she would be terrified to do the scan even if the radiologist had ok'd it." As the name of the physician was not provided, it is unknown if the physician has been trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of the event. The event was reported via posting on (B)(6) 2012. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.